Event description:
The patient presented to the ER after receiving inappropriate shocks. Loss of capture, high pacing threshold undersensing and high lead impedance were observed. X-ray revealed lead dislodgement. The lead was explanted.

Manufacturer narrative:
A complete analysis could not be performed due to the return of a partial lead. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.